Event description:
It has been reported to philips that, the system could not boot-up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that system cannot bootup. Review of the log file showed that spinning anode issue and host pc's failure. Fse examined the cable and made a diagnosis. Fse found that spinning anode issue and host pc's failure to start. Fse replaced the host pc and clu. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.